Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer's blood glucose level was 146 mg/dl. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer's issue was not resolved with trouble shooting. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.